Event description:
Customer reported a passport v monitor would not display ECG numerics, which may have resulted in a loss of ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives reset the monitor to factory defaults and reloaded configuration settings. Tested monitor to specification.